Event description:
It was reported that during a procedure the spinejack implant was unable to be disconnected from the release rod. With assistance from another surgeon, the implant was fully removed from the patient with use of forceps. The procedure was completed with one implant instead of the planned two with no delay, medical intervention, or adverse consequences reported. The patient has noted post-procedure pain.

Manufacturer narrative:
Additional information: b5, h6 clinical signs code. The quality investigation is complete.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a procedure the spinejack implant was unable to be disconnected from the release rod. With assistance from another surgeon and with use of forceps, the implant was fully removed from the patient. The procedure was completed with one implant instead of the planned two with no delay and no additional medical intervention or adverse consequences reported at this time.